Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic colon procedure, upon inserting the clip applier into the trocar, it caught the edge of the trocar and ripped the flapper of the trocar. It is unknown if anything fell into the patient however, all pieces of the trocar were accounted for. The procedure was extended for an unspecified about of time without any impact to the patient. The trocar was discarded.